Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact reported that the customer experienced a blood glucose (bg) level of 63 (mg/dl). Contact indicated that they did not take any action to treat the bg level because that was not considered a low bg level for the customer. Reportedly, customer will continue to use the pump for insulin therapy, and indicated that they have insulin injections for backup therapy if needed.